Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative regarding steps to resolve the current issue. The physician is waiting on lab results before determining the next course of action. The issue has not yet been resolved, and whether additional device removal or replacement is planned will depend on the lab findings. The date of any potential surgery is unknown at this time. This information has been confirmed and provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative (rep). Rep reported that lab results showed that leads were not infected. Lab showed that implantable neurostimulator had positive results for infection. Rep reported that patient will re-implanted at a later date.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: sensight; product ID: b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2025; brand name: sensight; product ID: b3400060 (serial: unknown); product type: 0191-extension. Brand name sensight; product ID: b3300542 (lot: va2pez2v01); product type: 0200-lead; implant date: (B)(6) 2023. Brand name: sensight; product ID: b3300542 (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an infection of right implantable neurostimulator (ins)  . Both extensions were partially removed. Brain leads remain implanted until lab results are known. There is no known external factors involved and issue remains unresolved as of this report.